Event description:
It was reported that the patient's blood glucose level (bg) rose to 18.6 mmol/l (334.8 mg/dl) while wearing the pod between 5 and 24 hours. It was also reported that although the cannula was inserted, upon removal the cannula could not be seen indicating a needle mechanism failure. As treatment, the patient delivered a total of 5 units of insulin via an unspecified method.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences and delivered 200 pulses, including multiple boluses. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in a needle mechanism failure.